Event description:
Customer reported that a month ago a laboratory supervisor cut left index finger while raising the thermal chamber. Supervisor required five stitches on left index finger. Customer reported raising thermal chamber by holding plastic components. Instrument operator did not follow operator's guide instruction for raising the thermal chamber. Evaluation of the event did not indicate a device failure.